Event description:
The customer called for assistance priming the insulin pump. During the phone call, the customer became unresponsive and stated that she was confused. Paramedics were called and arrived on the scene to treat the customer. The customer's blood glucose reading was 101 mg/dl at the start of the phone call. The customer was disconnected during the manual prime. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.